Event description:
The customer tested her blood glucose and received a reading of 285 mg/dl using her contour meter. She retested using 2 other meters and received readings of 108 and 118 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.